Manufacturer narrative:
It was reported that the bard/davol optifix straight fixation device jammed during fixation. The subject device was returned for evaluation. As received, the barrel insert is detached from the cannula tip which is not indicative of the as manufactured condition. The subject device was evaluated, confirming the guidewire and the backup tabs on the device to be significantly bent, which is consistent with the distal tip having seen significant force in use. Bent components led a combination of factors that led to the detachment of the barrel insert component on the distal tip of the device. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent components is due to forces applied during when in use while attempting to fixate into bone. Without a lot number, a review of manufacturing records could not be performed. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol optifix straight fixation device was used to fixate the unknown mesh to the area of hard bone part. It was reported that the device was damaged and failed to deploy a fastener. There was no reported patient injury. Evaluation of the returned sample found the barrel insert is detached from the cannula tip, as such we are submitting this malfunction MDR to document our findings.